Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
The instrument broke during trialing.

Manufacturer narrative:
The device associated with this report was not returned for examination. A complaint database search on the product family found previous incidents for augment breakage and when confirmed with attributed to wear out with possible misuse. The investigation could not verify or identify any product contribution to the reported event without the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.